Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred. The target lesion was located in the proximal right coronary artery (rca). The physician first treated the lesion via balloon angioplasty. The physician attempted to deploy a stent across the lesion, but was unsuccessful. At this point, a visible dissection was present. The physician then loaded a csi orbital atherectomy device (oad) into the patient and performed atherectomy. At this point, the dissection was noted to have become a perforation. The patient was taken to surgery for coronary artery bypass grafting. The patient left the surgery in stable condition.